Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced morning hyperglycemia while using the ilet system with a g7 cgm, with a documented peak of 210 mg/dl and fluctuations described as going up and down; the user requested a device "reprogramming," and was advised to wait for outreach from clinical support. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy; glucose subsequently returned to 178 mg/dl. Investigation included troubleshooting and education by support personnel. Investigation of this case revealed no device alarms, no alert notifications, and no corroborated device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a confirmed device failure.